Event description:
A report was received via the (B)(4) study that approximately twenty-four hours after the index procedure; the patient experienced a myocardial infarction (mi). The patient was asymptomatic prior to the procedure. The target lesion was located in the ostium of the right internal carotid artery (ica). The lesion was described as concentric, 30mm in length, non-thrombosed, arch type I, ulcerated, 80% stenosed, with moderate calcification. The reference vessel was 9.0mm in diameter and mildly tortuous. A 6mm angioguard rx was deployed beyond the target lesion and the lesion was pre-dilated. A 9x40mm precise pro rx stent was implanted. The angioguard was retrieved with no debris noted in the basket. Residual stenosis was 20%. No dissection occurred during the procedure. There were no air bubbles present during the procedure. The patient left the angiography with no neurological deficit. Twenty-four hours after the index procedure, the patient was diagnosed with an mi. After four days, the patient was discharged. According to the investigator, the event was not related to cordis product.

Event description:
Additional information was received stating there was good wall apposition of the precise pro rx stent during the index procedure. Treatment for the myocardial infarction was described as percutaneous coronary intervention (pci). The current status of the patient was that he fully recovered.

Manufacturer narrative:
A report was received via the (B)(4) study that approximately twenty-four hours after the index procedure; the patient experienced a myocardial infarction (mi). The patient was asymptomatic prior to the procedure. The target lesion was located in the ostium of the right internal carotid artery (ica). The patient left the angiography with no neurological deficit. Twenty-four hours after the index procedure, the patient was diagnosed with an mi. The patient was taken to the cath lab where percutaneous coronary intervention (pci) was performed. After four days, the patient had fully recovered and was discharged. According to the investigator, the event was not related to cordis product. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15376077 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Myocardial infarction (mi) or acute myocardial infarction (ami), commonly known as a heart attack is a known potential adverse event associated with stent implantation procedures. This is most commonly due to occlusion (blockage) of a coronary artery following the rupture of a vulnerable atherosclerotic plaque, which is an unstable collection of lipids (fatty acids) and white blood cells (especially macrophages) in the wall of an artery. There is no medical evidence to suggest a relationship between carotid artery stent implantation and the reported mi.

Manufacturer narrative:
Additional information received via adjudication minutes on (B)(4) 2012. At the time of the reported mi, there were no ECG changes. A 70% ostial lad lesion was treated with balloon angioplasty and placement of one promus stent. A 70% proximal and 80% mid circumflex lesion were treated with balloon angioplasty and placement of one promus stent. Final residual stenossi was 0% for all lesions.

Manufacturer narrative:
The product is not available for evaluation. Additional information will be submitted within 30 days from receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15376077 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No nonconformance records were issued for this lot. No excursions were found for lot 15376077.